Event description:
The patient recently had a pump replacement performed by a back specialist due to "all the problems with their back." In addition, there was a granuloma at the end of their catheter and the physician did not remove it. The patient reported this granuloma was discovered through a magnetic resonance imaging (MRI) scan in (B)(6) 2012; however, it was unclear as to why the MRI was done initially. The patient was sent to different doctors. The patient reported that there were no symptoms associated with the granuloma itself and the patient did not know it was there. This pump system was used to deliver bupivacaine and morphine. The patient had an appointment scheduled with their physician in which this was to be further discussed.

Manufacturer narrative:
Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2013, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).